Manufacturer narrative:
(B)(4). The reported event is currently under investigation.

Event description:
During a standard angiography procedure, when advancing the catheter into the subclavian artery, the tip broke from the device and it traveled to the aorta. The doctor intervened and used a 3f pfm microsnare to retrieve the tip through the iliac artery. The retrieval lasted approximately 3 hours, the tip was removed. The patient was unharmed. No additional details have been received.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation: a review of the complaint history, instructions for use (IFU), trends, and quality control of the device was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The device is shipped with an instruction for use (IFU) that state under precautions: "due to thin wall construction, extreme care must be exercised during manipulation and withdrawal. Catheter insertion through a synthetic vascular graft should be avoided whenever possible." / "the possible whiplash effect of the long, soft catheter tip must be considered during selective angiography." Based on the information provided, no product returned and the results of the investigation the reported event may be manufacturing related; however, this can not be determined conclusively. Measures are being conducted to address this failure mode. We will continue to monitor for similar complaints.